Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal sufentanil via an implantable pump for non-malignant pain and failed back surgery syndrome. The dose and concentration were unknown. It was reported the patient¿s pump ¿floated around/moved around/slid around". The hcp utilized x-ray for pump refills. The pump had not flipped but came close to it. It was noted that the hcp had implanted the pump with an ¿extra stitch on it" to try and help with the floating issue. The hcp was supposed to refill the pump on (B)(6) 2017 as the pump alarm was set to be activated soon. Every time the patient had her pump refilled, it takes two trips for the pump refill. The patient had to travel many miles, sometimes having to stay overnight in a hotel. They had told the patient the pump medicine had not come in yet when she had already confirmed they were supposed to have it, so they overnight it the next day. The patient was deciding to have the pump taken out and come off the sufentanyl since the patient had been on that intrathecal drug since 2006. No out of box failure was reported. There was no medical or therapy problem associated with small parts reported. There were no further complications reported or anticipated. The event date was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.